Event description:
During the implantation procedure, the lead got stuck on the tricuspid valve. Several attempts were made to retract and extract the helix, it was not certain that the helix retracted fully. Therefore, the lead was extracted from the pt.

Manufacturer narrative:
(B)(4): this event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specs, and specifically, the function of the fixation mechanism conforms to established specs. Since the stylet utilized by the physician in this case were not returned to the MFR, perhaps a feature of the stylet contributed to the abnormal functions as described by the physician. The analysis identified offset damage to the defibrillation coils; as indicated in the report of the physician, the lead got stuck after passage through the tricuspid valve and it is likely that this damage occurred at that time.